Manufacturer narrative:
Date sent: 02/12/2009. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that post-operative to a thoracotomy procedure, the patient is having pain in his side when he coughs, sneezes, laughs or moves. The pain is significant and is looking for relief and nothing has worked for him.